Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) cap piercer wash cup was overflowing and not draining. Customer reported that the dxc 600i gave mc (modular chemistry) and cc (cartridge chemistry) probe obstruction errors. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) examined the system and verified the cap piercer was overflowing. The fse cleaned the cap piercer waste valve and tubing #118. The fse removed obstructions in the waste tubing quick connector for line #118. The fse flushed the mc and cc sample probes.

Manufacturer narrative:
(B)(4).